Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted and the pump shutdown. Reportedly, the customer was unable to turn the pump back on. During troubleshooting with tandem technical support it was found the customer was incorrectly attempting to turn the pump back on. Tandem technical support guided the customer through powering the pump on. Customer had elevated blood glucose (bg)levels (303 mg/dl). Customer delivered manual injections to address elevated bg levels.